Manufacturer narrative:
The insulin pump received with button error alarms due to corroded keypad traces. No moisture damage on electronics noted. Unable to verify the failed battery test alarm and battery out limit alarm due to button error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, button error alarm, and failed battery test alarm. The blood glucose at the time of the incident was 98 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.